Event description:
It was reported that the curved bipolar dissector instrument dissecting tip was noted to be broken during reprocessing. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that one tip of the curved bipolar dissector had broken off. No damage to the yaw pulley was found. The curved bipolar dissector portion that was broken off was returned with the instrument. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, tip broken off could likely cause or contribute to an adverse event if the failure mode were to recur.